Manufacturer narrative:
The 510 (k) # k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/11/11)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay reporter/ contacted lfs on (B)(6) 2011 alleging inaccurate high readings on the patient's touch ultrasmart meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2011 and obtained the following information: the patient mentioned that approximately 2-3 months ago the paramedics had to come and take him to the hospital due to low readings they received on their meter. On various days the patient had obtained the following readings: 134 mg/dl, 182 mg/dl,119 mg/dl and 216 mg/dl on their lfs meter. The patient was comparing meter readings to feelings/ normal readings. The patient would take insulin based on the meter readings and approximately an hour later the patient developed symptoms of cold sweats, lightheaded and had a bad headache. The patient's wife contacted the paramedics and when they arrived on the various occasions his readings were in the 30-60's. He would be treated with food/drink, glucose tablets and would be taken to the ER where he was give IV glucose and would be there for a couple of hours until his blood glucose was "normal". The patient did not want to go into further detail about the events. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, he had taken insulin on several occasions and later developed symptoms suggestive of a serious injury and had to receive medical treatment.